Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling of the device. This may prevent the discrepancies identified in the complaint specifically the IFU states; important information - please read before use: contraindications, warnings, and cautions: warning. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Ccd or imaging cable deteriorated by age because of continuous usage. Components inside the endoscope became misaligned by excess physical stress such as excess bending operation or insertion into/withdrawal from the trocar, and then, the imaging cable was damaged.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The evaluation confirmed the reported image loss issue as the image intermittently displayed when scope was angulated. The charged coupled device was found defective. The scope passed the leak test. A review of the scope's service history shows the scope has had no previous repair records. The scope was repaired back to standard specifications and returned to the customer. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during preparation for use, the endoeye flex deflectable videoscope was having image loss when the scope was turned in different directions, the screen would go blank. No patient injury was reported.